Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr), an aorta hugger, and a large left atrium. The mitraclip xt was the second clip implanted and used per instructions for use (IFU). The xt clip passed establishing final arm angle (efaa), during prep and the procedure. During deployment, as the xt clip was detached from the clip delivery system (cds), it was noted that the clip opened to 30-40 degrees. The xt clip was stable on the leaflets. The mr was ultimately reduced to 2. There was no indication of an adverse patient effect, or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, and a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).